Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024 . Patient reported that the occlusion was in the tubing. Blood glucose level was 400 mg/dl at the time of the event. Patient took bolus from pump and changed the set. No further information was available.